Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
After opening the package, it was found that the thread was detached from the needle. The product was not used on a patient.

Manufacturer narrative:
We have received a used open sample with the needle detached from the thread and the package. Without closed samples, a proper analysis cannot be performed. Review of the batch manufacturing record determined that the product had met the usp/ep and b. Braun surgical requirements. According to our internal procedures, no CAPA was initiated. Therefore, this complaint is recorded for trending analysis to assess if actions are needed in the future. No correction action is required.